Event description:
Skin burn and discomfort; I have been using a dexcom g6 continuous glucose monitor for years without incident or skin irritation. Recently the adhesive has caused what seems to be a chemical burn, flaking and scabbing where it was attached to skin. FDA safety report ID # (B)(4).